Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) did not got the ninety days from explant to battery capacity depleted (bcd). Boston scientific technical services (ts) stated that charge time is most likely the reason for the device now being at bcd. Any charge time more than fifteen seconds trips explant and that starts the ninety day timer to bcd. This device was explanted. No additional adverse patient effects were reported.